Manufacturer narrative:
Additional information: b3- date of event: 17-may-2023. B5- updated to reflect an exchange . H6 health effect - impact code: changed to 4629. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -12.0 into the patient's right eye (od) on (B)(6) 2023. It was confirmed that the lens was exchanged for a longer length lens on (B)(6) 2023 due to low vault. The problem was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -12.0 into the patient's right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. That same day, the lens was replaced with a longer length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.